Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: investigation summary the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be the excessive force was applied while retracting the graft to the tibial burr hole resulting in the suture breaking. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No non-conformances were identified for this part number, lot number combination per qlik query executed on 8/1/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lotno non-conformances were identified for this part number, lot number combination per qlik query executed on 8/1/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament reconstruction (aclr) procedure performed on (B)(6) 2019, the graft was sutured with the speedtrap. As the graft happened to be completely positioned in the joint, the surgeon tried to retract the graft to the tibial burr hole, and the suture broke. The rest of the procedure was completed with the help of the double-bundle feature. There was less than a thirty (30) minutes delay. The device was brand new and the issue occurred during the first use. There was no harm to the patient.